Manufacturer narrative:
Correction section: a.1, a.2, a.3, b.5, b.3, d.1, d.4, d.6a, d.6b, d.5, e.1, e.2 & e.3, g.2, h.4, h.6, h.10. Advanced bionics has determined this case is not reportable. The recipient's device was not explanted. The recipient remains implanted. The recipient continues to use the device. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Correction section: h.6. Advanced bionics has determined this case is not reportable. The recipient's device was not explanted. The recipient remains implanted. The recipient continues to use the device. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.